Manufacturer narrative:
No conclusion can be made. The information provided alleges the patient was treated postoperatively for a staph infection. No additional details have been provided. The product is supplied sterile to the customer. There is no connection that can be made to identify the device causing or contributing to the alleged postoperative staph infection. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Postoperative infection is a known inherent risk of any surgical procedure. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the prosthesis." Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via cfda (china food and drug administration): on (B)(6) 2017, the patient had a tension-free repair of a right oblique hernia. During this procedure the patient was implanted with a davol pre-shaped mesh. The surgical procedure went smooth. On (B)(6) 2017 an incision infection was identified and alleged to be related to the herniation patch. The patient underwent a procedure to open the wound, strengthen dressing and apply anti-infective treatment. The wound secretion was sent for examination and culture of staphylococcus aureus, ii suture wound.